Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds and a spyglass ds controller were used during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, two spyscope devices did not work as intended. The spyscope image showed 3 waiting dots on a black screen. After a few seconds, the usual spy picture appeared; but sometimes it switches to black waiting dot screen. It was also reported that the light display falls out sometimes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block e1: initial reporter phone number: (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and and front panel had finish damaged. A functional evaluation noted that the light engine requires cleaning and calibration. The light was disassembled. The catheter interface contacts and connector socket assembly were cleaned. The front panel, keypad, rear bumper, top cover and cover gasket were replaced. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Upon analysis, the problem is unlikely related to manufacturing, as product analysis identified issues related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. Block h11: correction - block h6 (impact code and device code) has been corrected.

Event description:
Note: this report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds and a spyglass ds controller were used during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, two spyscope devices did not work as intended. The spyscope image showed 3 waiting dots on a black screen. After a few seconds, the usual spy picture appeared; but sometimes it switches to black waiting dot screen. It was also reported that the light display falls out sometimes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.